Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensor. Unable to perform functional testing due to the prime anomaly. No history or delivery anomaly was noted.

Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 322 mg/dl. The customer had been in a meeting prior to the event, and bolused twice for her elevated blood glucose levels. Once the customer arrived at the hospital, she changed the infusion set and noticed that the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that there was a bolus in the bolus history that she did not take. Also, the daily totals did not add up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.